Manufacturer narrative:
H10: the actual device was not available; however, six (6) photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted damage on the cassette indicating a leak could have occurred. The reported condition was verified. The cause of the condition was a manufacturing related issue caused by the flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.